Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter sc connector coring-tear-cuts in seal, no leak seen.

Event description:
It was reported a possible catheter kink was suspected based on the patient¿s symptoms and history alone. No diagnostic testing had yet been performed. In an effort to troubleshoot the issue, a therapeutic bolus of 100 mcg was given per the hcp in the emergency room to see if the patient responded. In addition to the catheter issue, it was suspected that the pump had flipped (not yet confirmed). Troubleshooting had not yet been performed on the suspected flipped pump, but it was planned for the future. The patient experienced sweating (diaphoresis) and increased spasticity. It was further noted that the patient status at the time of the report was alive-no injury. The pump was used to deliver lioresal. Additional information later reported the patient underwent a catheter revision on (B)(6) 2014. The existing catheter was removed and replaced with an ascenda model catheter. Following surgery, the patient was ¿doing well¿. Additional information later reported prior to the catheter surgery, a dye study was performed and was inconclusive. It was not clear what the catheter issue was. During surgery, when the pocket was opened, the pump did not appear flipped. The catheter was to be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the patient presented to the clinic for a refill on monday. They were unable to fill and suspected the pump had flipped again. Confirmed under fluoro. Today (B)(6) 2014 the patient had a pocket revision with tightening of pocket and using mesh pouch.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).